Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
Affiliate reported that a revision was required as the patient developed enlarged ventricles. It was also noted that prior to the revision the surgeon punctured the reservoir to reduce the pressure to alleviate the patient symptoms. It was reported that after the revision the patient was fine. The surgeon suspected a blockage.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. H3 other text : device not yet returned